Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, tendonitis, anemia, fatigue, photophobia, neck pain and eye pain. Concomitant products included hydrochlorothiazide, lisinopril, nsaids and paracetamol (acetaminophen). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced migraine ("migraines / headaches"). The patient was treated with surgery (ablation-(B)(6) 2016 and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test previously it is reported but in current follow up it is reported as not done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches" were added. Outcome of event " pain" was updated as recovering. Concomitant drug, medical history and reporter information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, tendonitis, anemia, fatigue, photophobia, neck pain and eye pain. Concurrent conditions included migraine headache. Concomitant products included hydrochlorothiazide, lisinopril, nsaids since 2000 and paracetamol (acetaminophen) since 2000. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain") and headache ("other injuries/symptoms : headache"). The patient was treated with surgery (ablation-(B)(6) 2016 and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on 3-(B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and headache had resolved and the menorrhagia, vaginal haemorrhage, depression, anxiety and migraine was resolving. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test previously it is reported but in current follow up it is reported as not done. Plaintiff received treatment for: pelvic pain, abdominal pain, general abnormal bleeding, headache diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: pfs received : outcome of the events updated to recovering/resolving. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain'), menorrhagia ('menorrhagia'), genital haemorrhage ('general abnormal bleeding') and vaginal haemorrhage ('abnormal bleeding (vaginal') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, tendonitis, anemia, fatigue, photophobia, neck pain and eye pain. Concomitant products included hydrochlorothiazide, lisinopril, nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), abdominal pain ("abdominal pain") and headache ("other injuries/symptoms : headache"). The patient was treated with surgery (ablation-(B)(6) 2016 and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and headache had resolved and the menorrhagia, vaginal haemorrhage, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test previously it is reported but in current follow up it is reported as not done. Plaintiff received treatment for: pelvic pain, abdominal pain, general abnormal bleeding, headache. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received :- new events "abdominal pain, general abnormal bleeding, other injuries/symptoms : headache" were added. Outcome of event " pelvic pain" updated as "recovered/ resolved". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.